Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent edge was lifted. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.